Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump started to beep and the screen was lit up and all of the text started to glitch. The customer¿s blood glucose was 8.9 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segments/partial display anomaly due to blank display. Insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly.